Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, on transection of descending colon, the stapler was not able to fire. The surgeon fired the reload and it suddenly stopped. After that they removed the reload and tried the same way with other reload and it worked well to complete the case. There was no patient injury.